Event description:
New information noted that implantable cardiac defibrillator (ICD) went into back up mode due to use of fara pulse ablation near the device. Programming changes were made, and device was restored from backup mode. There were no patient consequences.

Event description:
It was reported that patient presented remotely via merlin net. It was noted that implantable cardiac defibrillator (ICD) was found in back up mode. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.